Manufacturer narrative:
In the gfe response from the customer, it was clarified that the device had been outside of use at the time of the reported problem. In a good faith effort (gfe) response from the customer, it was stated that no part order was completed following the cancelation of onsite service. The ventilator was removed from service and scrapped. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that during a review of the device's diagnostic report (drpt), an occurrence of the 1112 check vent: o2 supply pressure sensor range alarm was found. It is unknown if the device was in use at the time of the reported problem. The customer requested that the onsite service work order and case be closed, as they planned on having their in-house technician perform the service. No further service has been completed by philips on the device since this request. The final disposition of the device is currently unknown. This investigation is ongoing.